Event description:
Patient seen by md with bilateral casts placed at another facility for club feet. Cast needed to be removed to make sure no open fracture. Once cast removed noticed a small abrasion area on the right medial malleolus. Md inspected area and reassured parents it was only a minor abrasion. The area was cleaned, bacitracin applied and band aid placed.======================manufacturer response for cast cutter, stryker (per site reporter).======================several components replaced and device was returned to hospital to be put back in to use.